Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 79 mg/dl compared to glucose values of 247 mg/dl respectively obtained on the comparison device, when plotted on a parkes error grid, fall into the [c] zone, showing the difference in values to be clinically significant. The length of sensor wear was [4 days]. There was no report of death, serious injury, or mistreatment associated with this event.